Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the housing cracked on the right side and the plunger flippers were faulty. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the left plunger case and right flipper was faulty. The plunger assembly kit was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device¿s claw would not close which caused an alarm message. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.